Event description:
It was reported that the system failed to boot to a usable state and exhibited a non-recoverable loss of functionality. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an over the phone investigation. The biomed replaced the rtos board and reloaded the software. The gtos board was reseated. The system was found to be working following repair. The system was put back into service.